Manufacturer narrative:
The pump passed the active current test, sleep current test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No rewind anomaly or insulin flow blocked noted during testing. No unexpected battery alarms noted during testing. Successfully downloaded history files and traces using thump. No delivery alarm and bolus not delivered was not found in the history file or traces on event date of (B)(6) 2025 or two days prior. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, low battery alerts occurred on (B)(6) 2025 01:57:01 and (B)(6) 2025 01:13:00. Battery cycle 2.0 received the lowbatteryalert (104) on (B)(6) 2025 01:13:00 after more than 7 days at 16.92 days. Battery cycle 1.0 received the lowbatteryalert (104) on (B)(6) 2025 01:57:01 faster than expected at 5.1 days. With reference to the battery duration failure analysis instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked lcd window, broken belt clip rails and label damage (stained). Customer experienced an unexpected power loss of less than 7 days per the pump history. Unexpected battery power loss was confirmed, suspecting hardware issue. No delivery/occlusion alarm, unexpected insulin flow blocked alarm and rewind anomaly were not confirmed. Cosmetic damages were confirmed at the lcd window and the belt clip rails. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported crack on the bottom right hand side of screen and the rail of belt clip, unusual noise during rewind, no delivery alarm, pump shuts down on its own and reboots, received sensor updating and calibration not accepted alerts. The customer reported no adverse event. The event involved product(s) mmt-1884l, mmt-332a, mmt-397a, mmt-7040a. Troubleshooting was not performed. Customer was reporting past event of insulin flow block alarm. No harm requiring medical intervention was reported. No product return is required for mmt-1884l, mmt-332a, mmt-397a, mmt-7040a.